Event description:
Subsequent to the inital report, additional information received states: the mini trek did not cross the lesion.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified distal circumflex artery. There was difficulty deflating a 1.5 x 15 mm mini trek balloon. The balloon catheter was removed and the procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.